Event description:
(B)(6) 2014, it was reported that the down button on the patient's infusion device was no longer functioning. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).